Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider stated the cause of the event was due to a spontaneous infection at the battery site. It was reported the patient's implantable neurostimulator (ins) and extension were explanted and the infection was treated by incision and drainage. It was also reported the patient had symptoms of pain and fever and required hospitalization. It was stated the patient was placed on long term intravenous antibiotics. The patient's outcome was reported as serious injury or illness that was still ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a suspected infection and the device and extension will be removed. It was noted that the lead will be left in place. It was also noted that the patient is feeling stimulation. Therapy impedances were reported as 455 ohms and electrode impedances were reading >4000 on some contacts, but when voltage was increased to 3.0 and 400us the value reportedly came down. It was noted that the 4-7 contacts had more >4000. It was reported that an electrode impedance test could not be completed because it was too strong for the patient. It was later reported that the 4-7 lead was not hooked up to an extension. It was further reported that the device and the extension were explanted due to infection and once the infection cleared the doctor will reconnect the lead to the patient's new device and extension. It was later reported that the infection had apparently stemmed from a urinary tract infection. It was noted that the infection was located in the device pocket. It was unknown if the infection had resolved. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 748966, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 3998, lot# la2776, implanted: (B)(6) 2002. Product type: lead. (B)(4).